Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. On site investigation performed by abbott field service discovered architect c8000 analyzer sn (B)(4) had been exposed to an incorrect formulation of bleach which also contained germicidal additives. Actions taken to resolve the contamination include replacing the ict module and ict probe and flushing the system. However, intermittent issues continued. Subsequently field service discovered a dark fine material throughout the system. Field service replaced additional parts and continued flushing the system. The issue was ultimately resolved by thoroughly cleaning the cuvettes in all the cuvette segments. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed discrepant results on the architect c8000 analyzer. The following sodium results were provided: sid (B)(6), initial 113, repeat 141 mmol/l. Sid (B)(6), initial 114, repeat 139 mmol/l, 140 mmol/l. Sid (B)(6), initial 123, repeat 119 mmol/l. Sid (B)(6), initial 121, repeat 116 mmol/l. The following co2 results were provided: sid (B)(6), initial 33, repeats 22, 19 meq/l. The following calcium results were provided: sid (B)(6), initial 8.5, repeat 5.6 mg/dl. There was no impact to any patient management reported.